Event description:
It was reported that, during a meniscal centralization surgery, the distal tip of the suture anchor drill broke when the drill was being used to make a bone hole. Surgeon checked the image and a metal piece was left in the tibia. The broken drill was removed from the patient. Surgery was completed after a 15-minute delay, however, it is unknown if a back-up device was available, no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the drill bit is broken apart between the tip and the laser marking. Using a microscope for reference, scratches can be seen on the outside body clearance from friction. Scratches on the tang from use are present. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion and/or movement is unlikely as it was reported that the tip was retained in the tibia. There is potential risk for tissue inflammation and/or pain. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.